Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did find two similar reports with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported insertion difficulty using the angio-seal device. The following information was provided by the user facility: the angio-seal tip did not reach when inserted into the end of the target site of the artery; the artery was tortuous and could not be reached; the angio-seal device was replaced by a new one to achieve the hemostasis; blood loss was reported to be less than 250 cc; and there was no impact to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to correct the initial report adverse event was inadvertently selected. Should be product problem.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation. The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information and the device history records. There is no evidence that this event was related to a device defect or malfunction. With no return of the actual device the exact cause of the reported event cannot be definitively determined. Based on the results of the investigation, it is likely the cause of the event is due to singular patient vascular anatomy which led to insertion difficulties. The sample was not returned and could not be evaluated to confirm the reported anomaly; however, customer narrative indicates that issue occurred because of torturous anatomy of the patient. The device was manufactured to specifications and was released in a conforming state. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.